Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault. Reportedly, due to patient's "high demand for near vision and poor adjusment, the patient strongly requested to take out."

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).